Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on oct 14, 2021.

Manufacturer narrative:
Device analysis report is attached herewith. This report is submitted on november 11, 2021.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.